Manufacturer narrative:
Supplemental rationale. Corrected data: b5, h10. 1 event was previously reported during the reporting quarter; however,  - 1 event was reported in error. - 0 previously reported events are included in this follow-up record. H3 other text : no events occurred.

Event description:
This report summarizes 0 malfunction events in which the device was shedding metal debris.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device was shedding metal debris. 1 event had no patient involvement; no patient impact.